Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the screws on the precision aiming device (pad) would not tighten sufficiently. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The biopsy guide was returned to the manufacturer for analysis. The joints on the returned biopsy guide tightened and released without issue. No problem found. If information is provided in the future, a supplemental report will be issued.